Event description:
A (B)(4) distributor returned a battery pack because it alleged would not power on a monitor.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem ( will not power on a monitor) has been investigated. As received, the did power on a monitor but had a high output voltage of 13637mv. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.